Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge dropped from 100% to 5% after disconnecting the pump from the power source. Then, a malfunction alarm occurred. Customer's blood glucose level was 120 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.